Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary - (B)(4) no anomalies found, outer insulation breached cut and white substance and cosmetic depression, apparent explant damage. Proximal segment returned and analyzed.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported the patient died due to ventricular arrhythmias. Resusitation attempts were made, however, were unsuccessful. Cause of death was reported as cardiovascular. No autopsy was done. Additional information has been requested and not received.

Event description:
Asku